Event description:
Ge sales rep noted that while the ez change unit was installed, the co2 levels on the inspired co2 would continue to increase. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.